Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a balance middleweight universal ii guide wire separated during use in the lateral artery to the left anterior descending artery (lad). No intervention was reported. There was no adverse consequence for the patient. No clinically significant delay of procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report, it was confirmed that the separated portion of the guide wire was able to be removed without medical intervention. There was no significant resistance during use. No additional information was provided.